Event description:
It was reported that, this electrode inappropriately recorded an untreated episode due to p wave oversensing. The technical services (ts) indicated a suspected under placement and discussed troubleshooting options. This electrode remains in service. No adverse patient effects were reported.